Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic salpingo-oophorectomy with ovarian cystectomy procedure, the pouch kept breaking. A total of three were used. All three were discarded. No other details provided. No patient impact reported.